Event description:
It was reported that the anchor is broken when starting its introduction by the threaded system in a clockwise direction. The 2 holding flaps split (are broken) and tear the implant. The surgeon realizes the breakage when initiating the threading and manages to remove it without the anchor breaking completely. No patient injury was reported.

Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the anchor breakage. The anchor has broken at the suture eyelet. Removal of the anchor showed one inserter tine is missing and the other is dramatically bent. The broken tine cannot be located within the anchor. The condition of the inserter and anchor are consistent with off axis insertion. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection.